Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor was testing at the splash screen. Root cause investigation of similar events suggest that the resets were likely due to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board sn (B)(4). The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.